Manufacturer narrative:
Device received with blank display due to moisture damage on electronic assembly. No audio or beep anomaly noted during testing. Unable to confirm critical pump error due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error as well as insulin pump started beeping. The customer¿s blood glucose was unknown. Customer stated that the hardly see the screen on her insulin pump red light notification it was vibrating and with alarm sounding and she took battery out and changed into a new battery then it was stopped beeping. Troubleshooting steps were provided for critical pump error. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will be returned for analysis.